Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the cause of the lead damage was unknown. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer¿s representative regarding a patient who was implanted with a neurostimulator. It was reported that the patient¿s lead was noticed to be damaged during the second stage implant of the implantable neurostimulator (ins). It was reported that the lead would not slide properly into the ins and upon further inspection, the doctor noticed that the lead was broken. The lead was removed and a new one was placed. No environmental factors were noted to be related. The issue was reported to be resolved at the time of the report. No patient symptoms were reported. No further complications were reported.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the tined lead, 3889-28, interstim, us 28 cm (lot#va1ew8u) found the outer insulation of the lead was separated in the body of the lead at a butt joint at the proximal end of the lead; consistent with explant damage. No electrical shorts were identified between the circuits. There was cosmetic blemish on the blue tubing between connector sleeve #0 and #1. Information is provided in the future, a supplemental report will be issued.

Event description:
No new information.